Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to revision due to infection greater than one year post implantation.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen prolong flex articular surface, cat#: 00596202214, lot#: 61905662. Nexgen stemmed tibial tray, cat#: 00598002702, lot#: 61881548. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04500, 0002648920-2017-00663. Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision approximately four years post-implantation due to allegations of pain. All implants were removed and replaced with antibiotic cement spacers. No additional patient consequences were reported.